Manufacturer narrative:
The device has been returned to headquarters where it will be evaluated. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the housing of the dacapo power pack was damaged after being chewed by a dog; however, neither patient contact to battery chemistry nor any injuries were reported.